Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the patient is experienced an event of low blood glucose. The blood glucose was at 54 mg/dl at the time of the incident. No further patient complications were reported. Troubleshooting was declined by the customer.